Event description:
It was reported that the entire device system components were explanted in (B)(6) 2008 after (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The health care professional stated the infection was located at the device pocket and symptoms of infection included redness, swelling, drainage, and pain. The date of onset/diagnosis of the infection was (B)(6) 2007. Intravenous (IV) antibiotics and perioperative antibiotics were administered, and the infection resolved.

Manufacturer narrative:
(B)(4).